Event description:
I experienced excessive bleeding and pain with intercourse multiple times following the insertion of the mesh sling to prevent urinary incontinence. I am concerned because I am seeing all the lawsuits regarding trans-vaginal slings and I have experienced some of the complications and believe I could experience additional complications because the device is still inside of me.